Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device. Reportedly, when the plunger was removed, the suture became entangled and the knot tightened. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initial filed report, additional information/ clarification was received: it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 17f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture was entangled with the device and the device was difficult to remove. The sutures of two new prostyle devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulty and subsequent treatment is related to the circumstances of the procedure. Based of the information provided, it is likely, based on the reported ¿when the plunger was removed, the suture got entangled, and the knot got tightened¿, the suture snagged during plunger pull causing the non rail to tighten the knot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code- removed 1430.